Manufacturer narrative:
The investigation identified a software error-handling issue as the primary cause of the reported event. This error led to system instability and a restart, followed by a failure to retrieve a critical database key from the non-volatile memory. The resulting database re-initialization caused a loss of device configuration and the deletion of the internal database before the patient data could be transmitted. The investigation also noted that environmental factors, specifically poor wireless local area network (wlan) connectivity and authentication failures, were significant contributing factors to the system instability.

Manufacturer narrative:
The device was requested for investigation. The investigation is ongoing.

Event description:
We received an allegation that the cobas® pulse would reset to its default settings, causing irreversible patient data loss. The reporter stated that the result for one patient sample was not transmitted to the middleware and traced the cause to the cobas® pulse reverting to its default settings, which deleted the internal database. There was no report of any harm or health consequences to patients.